Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had its left ventricular (lv) port plugged and it showed in its electrocardiogram (ECG). Technical services (ts) was consulted and discussed device programmed settings, with the lv appearing in the ECG since the device switched mode due oversensing the patients atrial fibrillation (af) in the right ventricular (rv) lead channel. This crt-d remains in service. No adverse patient effects were reported.